Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about 3 weeks ago they noticed a change in symptoms. They said that they were leaking more and their bladder wasn't emptying out all the way like it was when first got the device. Patient said that has to bend over and push on their stomach to get bladder to empty. When asked, no changes to diet or medications, no medical conditions and hadn't had any falls. They met with a manufacturing representative (rep) (B)(6) 2026 at the healthcare provider's (hcp) office and said that they told the rep about return of symptom and the rep made some adjustments however, the patient said they didn't feel any stimulation on any of the settings. They said that the rep consulted with someone and then said that they would contact their hcp to make arrangements for an x-ray and the patient was told they would hear from hcp in two days, however they hadn't heard anything yet. Reviewed therapy information and general programming guidance. Patient said they didn't know what the current setting was at this time. Agent offered to review instructions however the patient didn't have the equipment with them at the time of the call. The patient was redirected to call back tomorrow for review so that patient could write down the program and number and then connect to make future adjustments. Email was sent to field staff regarding the patient not hearing anything back about getting x-rays. Later that date the rep called in. They confirmed that they were notified from the hcp about the patient not feeling stimulation but hcp relayed that patient hadn't had a change in efficacy. Caller stated the hcp had ordered an x-ray. Technical services reviewed checking impedances and ensuring that they gone through trying all programs at appropriate amplitudes. It as also reviewed that if there was nothing remarkable on imaging or impedance check, they could consider revising lead but that may not resolve the issue. Additional information was received from a manufacturer representative (rep) on 2026-feb-28. The rep reported that the symptoms intended to be treated were urge incontinence. The cause of the issue was unknown. The patient requested to go get an x-ray. Additional information was not yet available. Additional information was received from a manufacturer representative on (B)(6) 2026 stating that they should received additional information regarding the patient's x-ray and that no surgery date or plan was currently scheduled. Additional information was received from a manufacturer representative (rep) on (B)(6) 2026. The rep reported that they were contacted by the office today as the patient came in with increased incontinence. The caller stated that healthcare provider (hcp) checked impedances and all were greater than 4k ohms and when they attempted to change programs and increase, they received "max settings" message. The caller stated the patient denied any falls and x-ray was done on (B)(6) 2026 and everything looked appropriate. The agent reviewed potential for lead replacement and suggested intra-op testing to determine whether the impedance issue was on the lead or ins. The agent reviewed returning device(s) upon explant.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.